Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported tha the customer had a motor errro alarm on the insulin pump. The customer's blood glocuse level was 65 mg/dl. The customer treated with food. The customer stated that she wasted the sets and the reservoirs for motor error. The customer was advised that we will replaced out the profuct for her. The customer will return the sets.

Manufacturer narrative:
No analysis is required as there is no complaint against the reservoir.